Event description:
Drawing up insulin for patient and noticed the syringe seemed to have a factory defect that was double-printed. Lot # 4066025n1. Notified purchasing/materials, found one more syringe on telemetry med room. Materials worker stated he found 4 more with the lot # listed.